Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on 2000, an unknown date, the patient underwent the tha surgery with the poly-liner in question. The surgery was completed successfully. After the surgery, on an unknown date, it was found the greater trochanter had osteolysis due to wear of the poly-liner. The revision surgery for replacing the poly-liner will be performed on unknown date. The poly-liner is discontinued product, so it is scheduled to be made to order. No further information is available.